Event description:
It was reported that this implantable lead dislodged. A revision procedure was performed; however, the helix automatically extended itself and the physician requested another lead. Therefore, this lead was explanted and a boston scientific replacement lead was successfully implanted. The explanted lead is expected to be returned for evaluation. No additional adverse patient effects were reported. The boston scientific local area representative was contacted for return product details. No information has been received at this time. This investigation will be updated should further information be provided.